Manufacturer narrative:
Event date: 2014. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm.

Manufacturer narrative:
Lead sc-2218-70 (sn (B)(4))- device evaluation indicated that the lead exhibits normal characteristics. High impedance readings could not be duplicated in the lab. Visual inspection revealed lead was cut approximately 14 inches from the proximal end and could not be tested. The distal portion of the lead was not returned. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient underwent an explant procedure due to ineffective therapy. Impedance anomalies had been observed on eight electrodes prior to the explant. When the lead anchor was cut and opened, lead fracture was observed around the anchor on the proximal side of the lead, and wires were observed from the fracture site. The physician does not know the cause of the lead fracture. The physician was unable to explant the entire lead, and the distal side of the lead remained in the patient.

Event description:
A report was received that the patient underwent an explant procedure due to ineffective therapy. Impedance anomalies had been observed on eight electrodes prior to the explant. When the lead anchor was cut and opened, lead fracture was observed around the anchor on the proximal side of the lead, and wires were observed from the fracture site. The physician does not know the cause of the lead fracture. The physician was unable to explant the entire lead, and the distal side of the lead remained in the patient.

Event description:
A report was received that the patient underwent an explant procedure due to ineffective therapy. Impedance anomalies had been observed on eight electrodes prior to the explant. When the lead anchor was cut and opened, lead fracture was observed around the anchor on the proximal side of the lead, and wires were observed from the fracture site. The physician does not know the cause of the lead fracture. The physician was unable to explant the entire lead, and the distal side of the lead remained in the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm.